Manufacturer narrative:
The device is available for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the medication was continuously leaking from the filter vent. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
One used device was received for evaluation on (B)(6) 2026. As received, the filter was wetted out. One photo was received showing the set leaking at the filter vent. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated but can be confirmed due to the wetted out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Lot history review could not be conducted because no lot number(s) was/were identified.